Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. After a guide wire cross the lesion, a 6.0mmx100mmx150cm sterling balloon catheter was advanced for pre-dilatation. However, the balloon ruptured. The device was replaced with a 6x4 non-bsc balloon catheter and the procedure was completed by deploying a 6x12 non-bsc stent. No patient complications were reported.